Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported a patient with uncut flap area at seven o clock position during flap creation procedure. Surgeon used forceps to lift the flap and completed the procedure. Additional information has been requested.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. Review of the logfiles for the day of treatment shows no relevant errors or any relevant warnings. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. The energy was stable during the whole day. The logfile shows eight successfully performed treatments. The reported treatment could be identified in the logfile. The treatment was finished successfully without any issue. No relevant deviation between planed and performed energy is detectable for the reported treatment. The user operated surgery within the recommended energy settings.the thickness of the flap was thinner than the recommended flap thickness. No technical root cause could be identified. As per initial report, it was noticed that fluid was creeping in as flap was being made., treatment report also shows there might be fluid accumulating , therefore fluid and corneal lacrimation might have built a fluid layer, additionally reducing the flap thickness. There is no indication a device malfunction caused or contributed to the reported event. Potential contributing factors to the reported incomplete flap may be too much fluid on the eye. The manufacturer internal reference number is: (B)(4).